Event description:
It was reported the pt's (B)(6) ipg stopped working after having stimulation on near welding devices. In addition, a "no communication" error message was observed on the pt programmer. The physician elected to proceed with surgical intervention to explant and replace the ipg which resolved the reported issue. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.